Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of implant failure and no indication that the implant was out of specification. The most probable root cause is improper implant size selection, using an implant that was too long or an implant placed too deep. The most probable root cause for the instrument breakage is overtightening in a solidly fixed implant. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers (if applicable): ifuse implant, p/n 7050-90, lot# 493376, mfd. 07/24/15, expires 2020-07, (B)(4); 7.0 mm removal adapter, p/n 500402.

Event description:
In (B)(6) 2016, the patient had a right-side si joint arthrodesis where three implants were placed. The patient is morbidly obese with sacral dysmorphism. The patient reported pain complaints sometime later. The surgeon determined that the most superior positioned implant was placed too anterior and was impinging on the nerve root. In (B)(6) 2017, the surgeon attempted to remove the implant using a removal tool, but the tip of the tool broke off inside the implant because the implant was solidly fixed in bone and the tool may have been overtightened. The tip of the tool is expected to be entirely contained within the implant. The surgeon decided to leave the implant in place.